Manufacturer narrative:
Continued: h6- f1905. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported an right side "hardness". Healthcare professional later confirmed exchange due to "hardness". Healthcare professional later reported "unchanged trace peri-implant fluid on the right, benign¿ via MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Additional observations: non-penetrating nick observed on the device. Observed two openings on anterior assessed as surgical damage and observed broken device on anterior assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Patient reported an right side "hardness". Healthcare professional later confirmed exchange due to "hardness". Healthcare professional later reported "unchanged trace peri-implant fluid on the right, benign¿ via MRI. Device has been explanted.